Event description:
Info received indicates the bed not grounded led is lit.

Manufacturer narrative:
The technician found the ground pin loose on the power cord plug. The technician replaced the plug to repair the bed.